Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Final analysis found that the insulation was abraded at 15.5 cm to 16.0 cm from the connector pin. The outer coil was exposed in the same area. The abrasion found was consistent with frction to the device can, which could have caused the reported noise problem.

Event description:
New information notes the patient reported pain at pocket site. The lead continues to exhibit noise. The lead was explanted on (B)(6) 2013.

Event description:
It was reported that the right atrial lead exhibited noise. The noise could not be reproduced with isometrics. The sensitivy will be reduced and the lead monitored.